Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: performance data were collected from the device for the right ventricular (rv) lead and analyzed. There was one patient alert for an out of tolerance subthreshold lead impedance measurement on (B)(6) 2012. The programmer data also shows one alert for rv defibrillator lead impedance greater than 200 ohms on (B)(6) 2012. The minimum and maximum rv lead defibrillator and superior vena cava defibrillator impedance measurements were 60 to 254 ohms between (B)(6) 2012.

Event description:
It was reported that the right ventricular and superior vena cava lead impedance measurements were high. A lead fracture of the right ventricular coil was suspected. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
The patient is enrolled in the (B)(6) clinical study.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.